Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following implantation of intraocular lens, the patient experienced glare, blurred vision, halo and starburst effects. The lens was explanted in a secondary procedure and replaced with monofocal lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received and stated blur immediately after surgery without improvement over postop course despite aggressive ocular surface treatment. Patient had mild pco and single capsular fold, but symptoms seemed out of proportion. Patient elected for iol exchange, which was exchanged with non company lens.